Event description:
It was reported that: incident occurred on (B)(6) 2024. The intubation tube kinked a few minutes after the start of the procedure. Consequence was a lack of patient ventilation. Anaesthetist called, inspired oxygen fraction was set on "1" and tube was changed.

Manufacturer narrative:
Qn# (B)(4). The sample was not returned to the manufacturer for investigation. The manufacturer reported: "no actual or representative complaint device was returned investigation. Therefore, visual inspection and functional testing could not be conducted. As simulation, visual inspection was performed on the production representative sample to observe for any potential defect as reported. There is no any obvious defect observed during the inspection. Kink resistance test was then conducted on the production representative sample. The sample passed the kink resistance test where the steel ball with od minimum 75% of tube ID passed through the lumen without any obstruction. Inside IFU there's an indication stated that reinforced tracheal tubes may be used to reduce the potential kinking during use. Based on the investigation conducted, the complaint on this defect mode could not be confirmed. No physical evidence of failure and lot number was available for investigation. User may change to reinforced tracheal tubes to reduce the potential kinking during use." Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: incident occurred on (B)(6) 2024. The intubation tube kinked a few minutes after the start of the procedure. Consequence was a lack of patient ventilation. Anaesthetist called, inspired oxygen fraction was set on "1" and tube was changed.